Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq4143 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported at 9:15 on (B)(6) 2022, before giving the 7-bed patient infusion of long-term liquid moxifloxacin 0.4g injection to check whether the pipeline is unobstructed, it was found that the patient's right PICC was successfully withdrawn blood, the flushing resistance was large, and the patient was connected to the tube the fluid infusion after the procedure is smooth, and the fluid drip rate is greater than 80 drops/min, which causes the patient to fail to infuse the fluid on time for a long time.